Event description:
It was reported, "pt was admitted for revision of left total knee secondary to pain and instability, secondary to loose femoral component." In accordance with hosp policy, the components removed are not available for release.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.